Event description:
Arjohuntleigh has been informed by the customer that adjustable strap and handle has been found by the nurse to be damaged. However, it is unk under which circumstances the failure occurred. Reference importer report number: (B)(4).